Event description:
Customer reportedly received the following results on an aviva ii meter, within 10 minutes: 524 mg/dl and 147 mg/dl no adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.